Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 874 mg/dl at the time of hospitalization. The customer treated high blood glucose with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to complete carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On (B)(6) 2019 legal device. Hospitalization high bg's/dka. Insulin flow block alarm. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. (The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.) The insulin pump passed the screen test, led test and tone test on self test. The insulin pump failed vibrate check on self test. The insulin pump had high sleep current measurement and active current measurement. The insulin pump had an unexpected low battery alarm during sleep current measurement test. The insulin pump had an unexpected device restart alarm during the history download (1st attempt), and a failed battery test alarm when clearing the device restart alarm. Measured the test battery voltage was 1.48 volts. Using another test battery energizer alkaline battery at 1.558 volts with a test battery cap. When removing insulin pump from the battery simulator after sleep and active current measurement tests, the insulin pump remained powered on with no battery in the battery compartment. The following were noted during visual inspection: minor scratched display window, cracked retainer, scratched case, and pillowing keypad overlay. Corroded battery tube noted. Slight corrosion on the battery cap contact noted. The insulin pump was received with a duracell alkaline battery installed at 0.865 volts. 1.556 test energizer alkaline battery. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. Unable to determine vibrate anomaly, high sleep current measurement/active current measurements, unexpected low battery alarm, pump remained power on anomaly when the pump was removed from the battery simulator, pump restart alarm or failed battery test alarm due to pump preservation. Unable to confirm alleged high bg's/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The correct information has been included with this report in b5 section.

Event description:
It was reported that customer's attorney said customer was found unconscious by her husband on (B)(6) 2019. Emergency medical service took her to the hospital and she was diagnosed with diabetic ketoacidosis, encephalopathy due to acidosis, and hypovolemia.